Event description:
It was reported that 156 days after implantation of a 2.75x28mm taxus express2 drug leuting stent an in-stent thrombosis occurred. During the initial procedure, the target lesion was located in the mid left anteriro descending artery (lad). A "heavily calcified, "95% stenotic pre-intervention lesion wa reported. Rotablator atherectomy was performed followed by the deployment of 1 2.75x28 mm taxus drug eluting stent. A post-interventions stenosis of 0% was rpeorted. The vessel was repotedly not tortuous. The pt received integrillin, haparin, and nitroglycerin during the procedure. No complications were reported. The pt's condition was not reported. The pt presented 156 days after the initial procedure with an acute myocardial infarction dur to a 100% stenotis thrombosis in the lid lad. The pt reportedly had stopped taking plavix. It was rpeorted that percutaneous transluminal angioplasty (ptca) was performed and a "residual lesion" was noted. A 3.0x15 mm vision stent was deployed. A post-intervention stenosis of 0% was reported. The pt received intergrillin, aspirin, and plavix during the procedure. No complications were reported. The pt's condition was not reported.